Manufacturer narrative:
Updated information: d4 serial number updated. H6 component code changed to g07003. The investigation for the failure to advance has been completed. The cause of the failure to advance was not determined due to insufficient clinical details and no product return.

Event description:
It was reported that implantation of an impella 5.5 was aborted due to patient anatomy. The pump could not pass the anastomosis of the ascending aorta. Another device was placed to support the patient.

Manufacturer narrative:
A4 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted into the right subclavian artery in a 56-year-old male patient with a past medical history of aortic valve replacement (avr) and ascending aortic replacement, presenting in scai stage c shock, and on an extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and was on a ventilator for respiratory support prior to initiation of support. The second impella 5.5 was inserted as an escalation of therapy from an impella cp. The impella cp was in place for 14 days. The impella cp was inserted for ventricular support during a high-risk surgery (coronary artery bypass graft). During the procedure, the device was getting caught on the graft replacing the ascending aorta. The graft passed through, the guidewire was removed, and the pump was started, but interference with the mitral valve prevented the pump from being stopped. Another approach was attempted, but the graft became caught at the anastomosis of the ascending aorta, preventing further progression. Multiple attempts to change the guidewire were made to pass, but were unsuccessful. It was noted that the cardiac function improved, so the physician decided to remove the impella. The impella was successfully weaned in the procedure area. The post-procedure outcome is survived at explant.

Manufacturer narrative:
B5 clinical narrative updated section d4 catalog number was corrected.